Manufacturer narrative:
(B)(4). The device was not returned for an evaluation. A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) male patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported to technical support during a call that she was currently taking medication for fibrin and peritonitis. During a follow-up call a peritoneal dialysis nurse (pdrn) confirmed the patient was admitted to the hospital for abdominal pain and was diagnosed with peritonitis. Medical records obtained show that the patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016. The cause of the peritonitis was touch contamination. The culture results revealed that the bacterial growth was staphylococcus epidermidis. The patient was given an unknown dose of vancomycin for treatment as of (B)(6) 2016, the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
There was no documentation in the medical records supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records received on 03/14/16 reported patient, started dialysis therapy on (B)(6) 2014. On (B)(6) 2016, the patient presented to a hospital's emergency department with severe abdominal pain at the catheter site, emesis, cloudy effluent, and the patient was admitted to the hospital and diagnosed with peritonitis. On (B)(6) 2016, pd effluent that was collected and cultured showed white blood cells more than 3,000 and the isolated organism was staphylococcus epidermidis. On (B)(6) 2016, the patient was initiated with vancomycin via ip route with dose regimen not reported. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the patient presented for a pd clinic visit, the patient's abdominal pain resolved, there were no signs of infection at the exit site, and the patient continued ccpd therapy without any further issues.